Event description:
It was reported that the drive support cap on the insulin pump is protruded. It was stated that the customer has it taped together because the bottom piece of the motor was coming out. Customer was disconnected when he pressed down and taped the drive support cap. Blood glucose value was 154 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement test. However it alarmed motor error during basic occlusion test due to slightly loose drive support disk. Device was received with cracked case at display window corners and minor scratches on lcd window.